Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(6), and the suspected thrombus could not be conclusively established through this evaluation. The account communicated that the patient had thrombus within the outflow portion of the left ventricular assist device. The account reported that the left ventricle size and wall thickness was normal, and the aortic valve was opening widely with every beat. According to the account, there was irregular thrombosis in the superior conduit of the left ventricular assist device with at least 50% narrowing. Luminal irregularity increased compared to CT of chest on (B)(6) 2018. It was later reported that the event resolved on (B)(6) 2019 without sequelae. The patient ultimately expired due to stroke on (B)(6) 2019 and heartmate ii lvas, serial number (B)(6), was not returned for analysis (reported under MFR# 2916596-2019-05800). Multiple attempts for additional information were made and no further detail was provided. The hmii lvas IFU lists device thrombosis and thromboembolism as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 "patient care and management" outlines the recommended anticoagulation therapy and inr range. This section also outlines indications of pump thrombosis, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the left ventricle size and wall thickness was normal and the aortic valve was opening widely with every beat. There was thrombus within the outflow portion of the left ventricular assist device. There was irregular thrombosis in the superior conduit of the left ventricular assist device with at least 50% narrowing. Luminal irregularity increased compared to CT of chest on (B)(6) 2018. The event resolved on (B)(6) 2019 without sequelae. No further information was provided.